Event description:
Patient was leaking vitreous fluid from a small opening in the posterior capsule following the implantation of the drn00v model intraocular lens (iol). There was no complaint against the lens. The iol was removed and the same procedure was completed successfully using a non-johnson & johnson iol, li61a0 +21.5 diopter lens that was implanted in the patient¿s ocular dexter (right eye). Incision enlargement was performed during viscoelastic removal after lens placement and unplanned sutures were required. However, the sutures were used as a prophylactic measure. There was no serious patient injury and nor vitrectomy. Patient prognosis post-procedure was reported as good. No further information is available.

Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 4581 incision enlargement. Section h-6 health effect - impact code: 4625 incision enlargement and sutures. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.